Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, the patient was found to have an active (B)(6) infection of the same colonization that occured a year ago. There were no additional adverse effects reported. The product was explanted.